Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 04-jul-2023 h6: investigation summary four open 32g x 4mm pen needle samples were returned from lot. No. 2342161, cat. No. 320584. Visual examination was carried out on the returned samples and a bent non patient end of the cannula was observed on three samples and a broken non patient end of the cannula was observed on the remaining one sample. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that during use with bd micro-fine ultra¿ pen needles 0,23mm (32g) x 4mm- EU it was unable to be primed. The following information was provided by the initial reporter, translated from dutch to english: before injecting insulin, the patient always lets 1 drop of insulin come out of needle. Lately it often happens that no drop comes through and then he throws the needle away and uses a new needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd micro-fine ultra¿ pen needles 0,23mm (32g) x 4mm- EU it was unable to be primed. The following information was provided by the initial reporter, translated from dutch to english: before injecting insulin, the patient always lets 1 drop of insulin come out of needle. Lately it often happens that no drop comes through and then he throws the needle away and uses a new needle.